Manufacturer narrative:
The investigation showed that during sterilization (with higher temperature) weakener in the pvc tubing of the vitrectomy is released. The weakener reacts with the pc material of the thules of the vitrectomy and reduces the strength of it. Bubbles from the vitrectomy may case infection, hence reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research (B)(4)). Details of this activity were discussed with (B)(4) office of compliance (B)(4) during a tele-conference on 05/31/2017. All available information has been disclosed. This complaint has now been closed.

Event description:
The cutter does not work, only make bubbles. Sample is available.